Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported 10.3mmol/l and 5.2mmol/l within 10 minutes. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.